Event description:
It was reported that during the stent procedure, as the stent delivery system (sds) was inflated to 10 atm, it took about 30 seconds for the stent to expand. The sds balloon could not be deflected with an inflation device or a 30 cc syringe. The sds was removed as a single unit. Reportedly, there was no patient injury.